Event description:
It was reported that a patient underwent an obturator sling procedure to repair stress incontinence on (B)(6) 2009. On (B)(6) 2009, patient had a surgery during which a boston scientific solyx sis system was implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries, and she has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4). Corrected narrative: it was reported that a patient underwent an obturator sling procedure to repair stress incontinence on (B)(4) 2009. The patient experienced pain, erosion of her internal bodily tissue and other injuries, and she has undergone additional surgeries and revisionary procedures. The mesh was removed on (B)(4) 2009 and (B)(4) 2010 due to persistent incontinence, pain, dysuria, utis, exposed, visible, extruded mesh in the vagina. No additional information is provided at this time. Patient (B)(4) mesh exposure, (B)(4) dysuria.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure on (B)(6) 2009 and mesh was implanted concurrently with removal of solyx mesh and cystoscopy due to stress urinary incontinence, urethral hypermobility and rectocele. The patient experienced pain, erosion, infection, recurrence and pungent vaginal odor and discharge. The patient underwent mesh removal on (B)(6) 2010. (B)(4).

Manufacturer narrative:
(B)(4). It was reported that patient underwent cystoscopy and excision of foreign body (2 prior slings) on (B)(6) 2009. It was reported that patient underwent revision of fascial sling vaginal incision, cystoscopy on (B)(6) 2010. It was reported that patient underwent total laparoscopic hysterectomy with lysis of adhesions on (B)(6) 2011.